Event description:
According to the reporter: when the balloon was deflated and removed it came apart. The surgeon had to remove the pieces from the incision. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).